Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The medtronic fusion oxygenator that the customer was using is a curved reservoir. The manufacturer's level sensors require a flat surface to mount the sensors, which is not possible on this oxygenator. From customer correspondence, it was noted that the customer only waits one to two minutes between attaching the level sensor mounting pads to the reservoir and mounting the sensors to it. The manufacturer's operators manual states to allow at least five minutes to ensure mounting pads are fully adhered. These setup errors can cause inadequate coupling between the sensor and reservoir face, which may result in an audible alert/alarm. The nature of this inadequate coupling can result in a ¿fast clearing¿ state which would sound an audible alarm but the message on the central control monitor (ccm) would not stay active for a perceptible amount of time. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The manufacturers sales representative (sr) tested the level with one of the field testers. The sr could not get the unit to fail. The sr thinks it's related to the new medtronic fusion venous reservoir, he contacted clinical services regarding this issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was not working. The device was not changed out, as they finished the case without the level sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: during cpb, the perfusionist (ccp) heard an audible alert and observed a message on the central control monitor (ccm) in reference to level sensing. The centrifugal pump did not go to coast as configured for a low level alert. The ccp mentioned he was using a single level sensor in the alert only mode and the sensor was attached to the medtronic fusion venous reservoir. The fusion is an elliptical shaped reservoir without true flat surfaces. After discussion with the ccp, the alert message: level not attached likely occured. This alert indicates the coupling of the level sensor to the reservoir has been compromised. This alert does not lead to a pump response and that is why the arterial pump would not respond (go to coast in this case). The ccp stated he removed the sensor from the sensor pad and applied more gel and coupling did improve, but later in the case the issue returned. At that time, the ccp simply turned off the level sensor for the remainder of the procedure. The ccp did not have a back-up sensor available. He was using an air bubble detector (abd) in the arterial circuit to monitor and respond to air emboli. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.